Event description:
Reporter noted several cases of endophthalmitis following cataract sugery over past year. Cases were at end of day; two surgeons involved. Wanted phaco handpieces checked for possible debris remaining after cleaning process. Patient 5 of 5: surgery date was 09/2004. Cultured: staph coag neg. Current status is unknown.